Event description:
It was reported that during a ptca procedure, the tip of the iq marker wire 185cm fractured. The lesion being treated was a 70% stenotic in a moderately tortuous lad. Resistance was encountered during use of the wire. It was noted under fluoroscopy that the tip attempt was made at retrieval. Pt status is listed as "stable".